Event description:
Two leads were extracted from the patient. Both leads were defective. Both leads would not screw all the way out, when attempting to reposition. The active fixation mechanisms were retracted on both leads. During the procedure, the right ventricular lead was first addressed and after the active fixation mechanism was retracted and several counterclockwise turns were applied to the lead itself, the lead was freed from the right ventricular apex with gentle traction. The patient's hemodynamics were unchanged throughout this portion of the procedure. It was then noticed that the active fixation mechanism could not be deployed once again, and so, this lead had to be extracted. The attention was turned to the right atrial lead and the active fixation mechanism was retracted. The lead was easily removed from its position in the right atrial appendage as it had no tissue purchase. Once again; however, it was noticed that the active fixation mechanism was, at this point, not functioning appropriately and thus, this lead was extracted as well.attempting to salvage the previous venotomies by using a terumo wire and making the right ventricular lead midway after its course to retain venous access; however, it was unable to do this despite multiple tries. Ultimately, using fluoroscopic guidance, an 18-gauge cook's needle was used to cannulate the left axillary vein and a 0.035 inch j-tipped wire was passed into the vasculature to a level below the diaphragm. The previously placed leads at this point were then removed from the body. Two other leads were implanted. There was no harm to the patient.====================== health professional's impression======================n/a====================== manufacturer response for atrial lead, atrial lead======================awaiting response====================== manufacturer response for lead wire, lead wire======================awaiting response